Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the cartridge alarm occurred (cartridge alarm 1) and a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Customer's blood glucose was 222 mg/dl. Customer reverted to manual injections for alternate insulin therapy.